Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient death, chest pain, stent thrombosis, stent fracture, and deployment issue occurred. In (B)(6) 2014, percutaneous coronary intervention was performed. The 57% stenosed bifurcated target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad), left main trunk (lmt) and proximal left circumflex artery. A 6fr ebu 3.0 non bsc guide catheter was place. Pre interventional ultrasound (ivus) was performed. In-stent restenosis was noted in the in mid lad that was dilated using a 2.25x15 and a 2.5x30 non bsc balloon catheters. The left circumflex artery was ablated using a 1.5 rotablator burr. The proximal lad was dilated with a 3.5x15 non bsc balloon catheter. Then the 32mm x 3.50mm promus premier¿ stent was advanced and deployed in the lmt to proximal lad. Post ivus was performed however upon withdrawal of the ivus catheter, the physician felt like the catheter came into contact with the recently deployed stent. The physician was able to remove the ivus catheter from the patient by changing the position of the exit port. It was suspected that the stent was stretched longitudinally and malapposition of the stent occurred since deep sheet technique was performed with the guide catheter. The stent delivery system was advanced into the lad and the 2.25x15 non bsc balloon catheter was introduced into the left circumflex artery to perform kissing balloon technique. After confirming that there was no issue based on the ivus and contrast examination, the procedure was completed. Five days post procedure, the patient experienced chest pain while playing golf and was hospitalized. A contrast examination was performed and it was noted that there was a subacute thrombosis in the lmt. After a non bsc guide wire crossed the lesion, ivus was performed. The lesion was dilated using a 2.5x20, 3.0x15 and 3.5x8 non bsc balloon catheters. It was also noted that approximately 3mm of the 32mm x 3.50mm promus premier¿ stent strut was separated. A percutaneous cardiopulmonary support was performed however the patient died after 3 days. An autopsy will not be performed.